Event description:
Information received from the field notes that the patient became syncopal and fell down a stairway. The device was found to have a bipolar lead impedance of 1990 ohms. Lead fracture was suspected. X-ray observed a "pinch" near the clavicular region.